Manufacturer narrative:
The customer¿s test strips were tested using a retention meter and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 417474) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a dade innovin reagent on a sysmex CT 100 analyzer. The meter result was 3.5 inr at approximately 7:30 am. The laboratory result was 2.4 inr at approximately 7:30 am. The customer¿s therapeutic range is 2.0 inr - 3.0 inr.